Event description:
It was reported a patient vest apx system sustained an injury. In 2021, the patient underwent bilateral breast reconstructive expander removal and implant replacement with breast implants and a tissue graft insertion. Approximately, eleven months ago (from the date of this report) the patient performed therapy for the first time using the vest apx system. The patient completed a twenty-minute session using the lowest prescribed settings (9hz, intensity 4). Post therapy the patient complained of ¿pain and a pulling¿ sensation at the area of the left breast/breast implant. At an unknown time following the event, the patient saw their plastic surgeon. An ultrasound was performed that confirmed that the patient¿s breast implants were/remained intact. At a later date, the surgeon allegedly reached out to the patient to inform them that the ¿aggressive vibration¿ (from the vest) had loosened some scar tissue. The patient confirmed that no treatment was provided, and no medical procedures were performed. The patient reported they are ¿starting to feel better.¿ there was no allegation of a device malfunction. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.